Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that sometime in (B)(6) 2016 (exact date unknown) her son's blood glucose reached over 400 mg/dl and he also had a bad headache so she took him to the emergency room at the well star douglas hospital. At the hospital he was placed on intravenous therapy of fluid and manual injection of humalog. He was in the ER for 4 hours before being released.